Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported the patient was getting shocking stimulation at the lead site while sleeping. The shocking sensation would go away when therapy is turned off. X-rays were taken and no anomaly was confirmed. Manufacturer's representative attempted to reprogram; however, issue persisted. In turn, surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information identified that reprogramming was performed however, patient reported no relief. The patient cancelled the surgery.